Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer's blood glucose level was 203 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.